Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with bent infusion sets. Customer's blood glucose level was around 600 mg/dl and was taken to the hospital. The device was not returned.